Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient representative (reporter) contacted lifescan (lfs) USA, alleging that the patients onetouch verio iq meter was displaying an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began at approximately 12 pm on (B)(6) 2016. The patient reportedly manages her diabetes with a combination of oral medication, diet and exercise. The reporter claimed the patient denied taking any action regarding her usual diabetes management regimen in response to the elevated results. The reporter denied that the patient developed any symptoms as a result of the alleged issue. At approximately 2.30 pm on (B)(6) 2016 the patient visited her doctor where she was advised to contact lfs about the meter issue; no treatment was given. During troubleshooting the csr confirmed that this was not the first time the meter had been used and that the test strips had been stored properly, had not expired and had not exceeded their discard date. The patients testing steps were confirmed as correct. The reporter was unable to confirm whether the test strips filled with blood completely. The patient did not have sufficient testing supplies for a retest. Products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.